Manufacturer narrative:
Vyaire file identification: (B)(4). A third party field service representative evaluated the device. The field service representative identified during service that the device needed recertification and recalibration. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device is giving breath back to back issue on the ltv 1200. There is no information regarding patient involvement associated with the reported event.